Manufacturer narrative:
(B)(4). Device manufacture: serial number (B)(4), manufacturing date 10/31/2003, (B)(4), manufacturing date 10/31/2003, (B)(4), manufacturing date 10/31/2003, (B)(4), manufacturing date 10/31/2003, (B)(4), manufacturing date 07/17/2003, (B)(4), manufacturing date 10/31/2003. Method: the reported discoloured upper and lower harness connectors of the six iw980jeu baby control wall mount infant warmers have not been returned to fph (B)(4) for inspection. Our analysis is based on the information provided by the hospital and results of previous investigation of similar complaints. Results: the hospital confirmed that the housing connectors of the infant warmer units were discoloured. This was discovered by the biomed of the hospital during inspection of the infant warmers. Conclusion: the upper and lower head harnesses are used to connect the head unit to the control unit of the infant warmer. The harness delivers electrical power to the heating element, the examination light, and connects the thermal cut-out that is fitted in the infant warmer head unit. It is possible that the housing connectors of the iw units had poor connection, causing the reported discolouration. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by underwriters laboratories (ul). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming.

Manufacturer narrative:
(B)(4). Serial number: (B)(4); mfg date: 10/31/2003. Serial #: (B)(4); mfg date: 10/31/2003. Serial #: (B)(4); mfg date: 10/31/2003. Serial #: (B)(4); mfg date:10/31/2003. Serial #: (B)(4); mfg date: 07/17/2003. Serial #: (B)(4); mfg date: 10/31/2003. The affected components of the complaint iw980jeu infant warmers are en route to fisher & paykel healthcare for investigation. We will provide a follow-up report once we receive the affected components and have completed our investigation.

Event description:
A hospital in (B)(6) reported that a quantity of six iw980jeu baby control wall mount infant warmers had discoloured upper and lower head harness connectors. This was noticed before use on a patient. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Serial number: (B)(4), manufacturing date: 10/31/2003; (B)(4), 10/31/2003; (B)(4), 10/31/2003; (B)(4), 10/31/2003; (B)(4), 07/17/2003; (B)(4), 10/31/2003. Method: the returned upper and lower harnesses of the six iw980jeu baby control wall mount infant warmers were visually inspected for the reported damage. Results: visual inspection revealed that the housing connectors of the affected harnesses were discoloured, confirming the reported fault. Conclusion: the upper and lower harnesses are used to connect the head unit to the control unit of the infant warmer. The discoloured housing connectors were most likely due to the arcing that occurred between two electrical contacts, resulting in contact failure. The arcing was most likely due to a poor connection. All components on the harness assembly of the infant warmer are enclosed in a sheath and fire rated by (B)(4). Should the connectors completely fail during the operation, an audible and visual alarm will be registered on the front control panel of the infant warmer, thereby allowing the hospital staff time to act and provide other means of warming. The affected iw units were returned into hospital service after replacing the harness connectors, and passing the electrical safety and functional performance tests.

Event description:
A hospital in (B)(4) reported that a quantity of six iw980jeu baby control wall mount infant warmers had discoloured upper and lower head harness. This was noticed before use on a patient. No patient consequence was reported.

Event description:
A hospital in (B)(6) reported that a quantity of six iw980jeu baby control wall mount infant warmers had discoloured upper and lower head harness connectors. This was noticed before use on a patient. No patient consequence was reported.